Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The pump passed the self test and no display anomaly was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump only worked when it was attached to the belt clip. Customer had replaced 4 batteries. Customer's blood glucose was unknown. Customer wanted the device replaced. Customer will not be returning the device for analysis.